Event description:
It was reported that an ilet user experienced hyperglycemia, with a reported blood glucose value of 288 mg/dl, while using an inset infusion set (23 in, 6 mm) and declined the agent¿s recommendation to change the infusion site, choosing instead to exercise and monitor for downward trend. Customer care provided advice to change the infusion site. Investigation of this case revealed no confirmed device malfunction and that user action did not follow recommended troubleshooting. No clinical symptoms during the event reported. Outcomes included no reported functional impact and no hospitalization. It was concluded that the cause of the hyperglycemia was unclear and that no device-related failure was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.